Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
During trial for synfix, the tip of the trial spacer handle broke off inside the trial spacer. The surgeon used a vertebral spreader and curette to remove the trial, then placed the implant. An extra 5 minutes were added to the procedure. There was no harm to the pt.